Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 11 months after the device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).